Manufacturer narrative:
Upon trouble shooting, it was noted that the correct signal was not selected. Once the sdi signal was selected, the image was available. There was no device malfunction; device is not being returned. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device had no image on the monitor. The cables were swapped and the boom was bypassed, but there was still no image. The image was available with the s-video. There was no harm to any patient.

Manufacturer narrative:
The device is not returned as there were no abnormalities in the device; the no image issue was caused because the selection of the signal input of the monitor was not compatible with the input signal. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing.